Manufacturer narrative:
The customer requested assistance from ge healthcare technical support for the reported issue. The customer was advised that a pressure difference between manifold and patient airway pressure of 3 cm or more will cause the error and switch unit to volume mode. The unit switched from psv (pressure support ventilation) mode to volume mode and continued to ventilate. The change in ventilation mode is normal in the situation that occurred. The system was rebooted which cleared the reported issue. No repairs or parts were needed and the system was returned to service. The customer requested assistance from ge healthcare technical support for the reported issue. The customer was advised that a pressure difference between manifold and patient airway pressure of 3 cm or more will cause the error and switch unit to volume mode. The unit switched from psv (pressure support ventilation) mode to volume mode and continued to ventilate. The change in ventilation mode is normal in the situation that occurred. The system was rebooted which cleared the reported issue. No repairs or parts were needed and the system was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed that pressure support ventilation was not available. The clinician cycled power and reportedly resolved the reported complaint. There was no reported patient injury.